Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin was not squirting out. Customer changed the battery and noticed that a chunk of the pump was missing where the battery goes in. Customer's blood glucose level was 213 mg/dl. Customer stated that they are unable to exit the preparing to prime loop. Customer does not need to treat at this time. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for the damage. Customer stated that the battery cap case was missing a part. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, a scratched reservoir tube window, a scratched case and broken battery tube threads.